Event description:
It was reported that during the implant procedure when the lead was attached to the device, artifact and oversensing began to occur. The lead was disconnected and reconnected and a large amount of artifact was still seen on the analyzer. The lead was then removed and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.